Event description:
It was reported that the camera head displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. The evaluation revealed the device exhibited an e226 error occurred due to a communication failure caused by a cable malfunction. Additionally, the cable was found to be leaking. No other issues were identified. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head displayed no image. There were no reports of patient harm.